Manufacturer narrative:
E1: initial reporter address 1: (B)(6). A4: weight: 65.5. Device evaluated by MFR: the gladiator was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 20mm proximal of the distal balloon markerband. The distal section of the balloon material had been pulled distally towards the tip of the device. This type of damage potentially occurred when the device was being withdrawn through the sheath. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the main cephalic vein about 5 cm above the anastomosis of the left forearm arteriovenous fistula. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 18 to 20 atmospheres. The balloon was noted to be fractured in the middle. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the main cephalic vein about 5 cm above the anastomosis of the left forearm arteriovenous fistula. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 18 to 20 atmospheres. The balloon was noted to be fractured in the middle. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).